Manufacturer narrative:
The reported lot # 8363477 was not found for the reported catalog # 360213. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before use the bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on device cannula/needle or any fluid path component. It following information was provided by the initial reporter: "there is something that looks like a raw material (paste) on needle."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
The was reported before use the bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on device cannula / needle or any fluid path component. It following information was provided by the initial reporter: "there is something that looks like a raw material (paste) on needle."